Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin was shooting during priming process. Customer stated that the insulin pump had no delivery alarms. Customer stated that the insulin pump had to rewind more than once. Customer stated that the insulin pump did not alarm when insulin was low. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, self test, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Device primed properly. No unexpected rewind anomalies noted. No unexpected audio/vibrate alarm anomalies noted. (B)(4).